Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that device was scrapped due to the recharge antenna intermittent failure of the intermittent no device found message along with failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had difficulty recharging the ins. The patient (pt) explained that one of the recharger telemetry module (rtm) will not work at all, so that the pt can recharge her ins, because it keeps causing "weird errors" to appear on the controller. Pt states that these are not " disconnect errors", and she will have to take the battery pack out of the controller to perform a controller reset. Patient services (pss) asked, but the pt was unable to clarify on the errors she was seeing. Pt reports the other rtm will only charge when the pt has one side of the rtm paddle placed against her ins. Pt reports that the cord that attaches to this paddle is also heating up until it almost burns the pt's skin. Pt noted the cord will cool off, but then heat up again. An email was sent to the repair department to replace the damaged device.